Event description:
It was reported that during an initial total knee arthroplasty, the articular surface was unable to seat properly on the tibial plate. The procedure was completed with a second articular surface without complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified the distal surface exhibits nicks and gouges. The locking feature was found to be flared out. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.